Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation of the correct device. Updated fields: h2 and h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause was not established as the investigation results do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1/initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic gastric endoscopic submucosal dissection (esd) procedure in which the single use electrosurgical knife was used, a perforation occurred just before the procedure was completed. The perforation occurred in the stomach with a size of 2 or 3 centimeters. The lesion was resected and transferred directly to a surgical operation. The patient was reported to be hospitalized but in good health with no abnormalities. The patient was scheduled to be discharged. It was noted that the physician's opinion regarding the device and the perforation was "the output with the needle knife, was it a little high that the effect was 3". There were no further reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and correction to device information. Corrected fields: d1, d4, g4, h5. Updated fields: b5, d8, h2, h11. The investigation on the correct device (electrosurgical knife kd-1l-1) is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information was received from the customer. It was determined through a meeting with the physician that the perforation occurred using a reusable electrosurgical knife. The correct device model number was provided. The customer indicated there was no malfunction or concerns with the electrosurgical knife and no trouble, including behavior of the main body, with the electrosurgical generator. It was reported the patient had already been discharged from the hospital. This is report 1 of 2.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause was not established as the investigation results do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.